Event description:
It was reported that the patient with this right ventricular (rv) defibrillation lead received inappropriate shocks for a supraventricular tachycardia (svt) arrhythmia. One of the shocks exhibited a shock impedance measurement of greater than 125 ohms. The patient's device also recorded a code 1005 which is indicative of an open circuit condition was detected during shock delivery. Shock lead impedance testing was performed in which measurements were within normal range. At this time the lead remains in service. No additional adverse patient effects were reported.